Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a mark contacted with the grasping section. There was scratch on the probe. The coating of the probe was partially missing. The proximal side of the tissue pad was severely worn. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc surmised as follows; the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section, consequently the proximal side of the tissue pad was damaged. The coating of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; 1) do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. 2) during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During an unspecified procedure, the subject device was used. An unspecified error occurred. There was no patient injury reported. On may 1, 2018, as a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn and the coating of the probe was partially missing. This is the report regarding the severely worn tissue pad and the missing of the probe coating.